Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered severe pain in the right groin, mesh exposure, erosion, extrusion, protrusion, severe pelvic and abdominal pain. The patient also experienced inflammation of the pubis area, abnormal bleeding, vaginal discharge and dyspareunia. According to the physician's office, as of several follow up medical appointments, no additional patient complications were reported. All other information is unknown and unavailable.